Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with left ventricular lead dislodgement. It was noted that the dislodgement occurred during a previous ablation procedure. The physician extracted the lead. The patient was in stable condition.